Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon (coating peeling) was attributed to the deterioration, and also found that there were many black dots in the endoscopic image of the subject device due to the destruction of the ccd unit. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the diagnostic tracheoscopy using the subject device in combination with the video processor cv-260, it was found that there was a problem with the endoscopic image of the subject device. The user replaced the subject device to another similar device to complete the intended procedure without more than fifteen minutes extension. (B)(4) found that the coating of the insertion tube had been partially peeled off more than 1mm2 during the incoming inspection for repair of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, the caution described in the instruction manual and similar past cases, omsc surmised that this phenomenon was attributed to chemical stress and/or mechanical stress as follows: physical stress :the insertion section contacted and rubbed with the mouthpiece. The subject device was used while the insertion section was not smoothly entered into the endotracheal tube. Chemical stress: a water-insoluble spray-type pharyngeal anesthetic (such as xylocaine spray) was sprayed directly onto the insertion section. The subject device was reprocessed with a disinfectant not recommended by olympus. The instruction manual of the subject device states appropriate handling. If additional information is received, this report will be supplemented.